Event description:
It was reported that during a da vinci-assisted inguinal hernia- bilateral surgical procedure, the system had error 23210. The customer pressed the recover fault but unable to recover or move the arm out of the way. The customer was able to remove instrument and get the arm out of the way enough to be able to continue with the procedure. Intuitive surgical inc. (Isi) technical support engineer (tse) recommended to disable the arm to avoid any further reoccurrence of the fault. The customer disabled the arm and continued with the procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the proximal inner set up joint (suj). The system was tested and verified as ready for use. Isi has received the suj involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received no image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 23210 on the universal surgical manipulator (usm3) related to the reported complaint. An system log review confirmed the inguinal hernia- bilateral procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, the system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10 an intuitive surgical inc. (Isi) had received the inner proximal set up joint (psuj) involved with this complaint and completed the device evaluation. Psuj was placed on the patient side cart (psc) fixture test platform (pfpt) and did not start first test due to communication error to brakes. The system logs confirmed errors were seen on system. A gold axes controller setup (acu) was placed on the psuj and passed all tests. As a fix, the acu board will be replaced.